Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient received the replacement recharger but still got the replace controller batteries message. During the call patient reset the controller and cleaned the controller and recharger pins. Patient plugged the recharger and got replace controller batteries. Agent closed case. A replacement controller was sent out. No symptoms were reported.

Event description:
It was reported that their recharger has not been working and they have not been able to charge their implanted neurostimulator. Patient stated that they can charge the controller by plugging it into the ac power supply, but they keep getting a message that says to replace the controller batteries soon. Patient also stated that the cord feels hot while charging the implant. Patient confirmed no visible damage to the cord. The issue was not resolved. A request was sent to the repair department to replaced the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.